Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal branch. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, upon inflation, the indeflator shut off the end of the balloon catheter. Inflation was performed again and it was noted that the shaft of the balloon catheter ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic and tactile inspection revealed numerous areas of the outer shaft that were damaged (stretched), starting 13.5cm from the tip of the device. Microscopic inspection found no irregularities or defects with the balloon material or the markerbands. Microscopic examination found no irregularities or defects on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal branch. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the indeflator shut off the end of the balloon catheter. Inflation was performed again and it was noted that the shaft of the balloon catheter ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.